Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle (with foreign objects), water removal ability did not meet the standard value. Additional evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value, the bending section cover had a scratch; the adhesive on the bending section cover was chipped, had a crack and a white clouded area, the adhesive around the objective lens was peeled and had a white clouded area, the adhesive around the light guide (lg) lens was peeled and had a white clouded area, the paint on the air/water cylinder was peeled, the image guide protector had a scratch, the universal cord had a scratch, the switch button one (1) had a scratch, the plastic distal end cover had a dent, and the connecting tube had a cut. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a poor air/water supply while using the evis lucera elite colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
The issue occurred during the diagnostic procedure (colonoscopy), the length of delay was unknown and patient was not under sedation at the time. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: event description: the issue occurred during the diagnostic procedure (colonoscopy), the length of delay was unknown and patient was not under sedation at the time. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.